Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the family of a ventricular assist device (vad) patient reported on monday (B)(6) 2025 that they performed a system controller exchange for a flashing yellow alarm on controller (B)(6). Log files were sent from the system controller that was alarming on the patient. The event log displayed multiple strings of backup_battery_fault alarms beginning 16feb2025 4:16 pm followed by driveline_disconnect / lvad_off alarms at 4:17 pm indicative of a system controller exchange as mentioned. The backup battery (ebb) faults occurred due to a failed ebb load test. Then, the patient returned to the hospital with reports of communication fault alarms on their new controller (B)(6). Log file review of (B)(6) showed multiple driveline_comm_fault alarms / (f20) com_b_fault(s) beginning (B)(6) 2025 at 7:20 am thru 2:11 pm. The system controller and modular cable were exchanged to resolve the driveline communication fault alarms. Log files after the system controller and modular cable exchange showed there had been no additional communication fault alarms. The log files captured routine events, with no notable alarm conditions or parameter changes.

Manufacturer narrative:
Section d9: corrected. Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the provided log file. The log file captured a driveline communication fault alarm on (B)(6) 2025 correlating to the system¿s comm-b line, and the alarm remained active throughout the remainder of the data. The driveline communication fault alarm did not affect the controller's ability to support the system. No other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced, even when the controller was tested alongside the returned modular cable. Available information for this event indicates that the alarm resolved upon exchanging the system controller and the modular cable. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline comm fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.